Event description:
It was reported that during a laparoscopic coloproctectomy procedure, when the nurse opened a new device, the white pad located on the tip of the instrument was separated - detached. Nothing fell into the patient. Surgery was prolonged twenty minutes. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device was returned with the tissue pad detached, but returned. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.